Manufacturer narrative:
(B)(4). It was reported that the device failed an operations check immediately at first installation (defoa). There was no patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device failed an operation check immediately at first installation (defoa). There was no patient involvement.